Event description:
Customer called to report a leak at the bottom of the reagent probe b collar wash of the synchron lx clinical system, model lx20 pro. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue by instructing customer to reset the fluid line fitting to reagent probe b. The cts then confirmed proper instrument function with customer to ensure that the troubleshooting instructions effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the issue is attributed to the loose fitting at reagent probe b, which was resolved with the instructions provided by the cts. Customer has not called back to report any further issues relating to this event. (B)(4).